Event description:
A focus dailies wearer experienced intense pain after applying renu moisture loc solution in her eyes one night. In the morning, she sought care from ophthalmologist who prescribed the same solution. She sought 2nd opinion at eye center where fusarium was cultured. She reports loss of vision, od with possible corneal transplant anticipated. Treatment reported as antifungal medication. Info from univ eye center states pt presented in 05 upon referral from differnt ecp. Corneal ulcer developed 3 weeks prior. Initial treatment consisted of "high doses" of vigamox, tobradex & eventually acular with some improvement. Increasing irritation & worsening vision - acular stopped. Switched to fortified gentamcin & fortified kefzol, & acyclovir for possible herpetic central infectious corneal ulcer. Culture performed, no results provided. Reduced corneal sensation od vs os. Currently uses vigamox every 30 minutes while awake & tobradex q.h.s. Last visit 5 days later with 1 week follow up scheduled. Pt cancelled. Follow ups. No further treatment has been provided. No record of fusarium case at their facility. Requests have been made for addl info.

Manufacturer narrative:
H6: lot info provided on vol medwatch contains insufficient digits & expired product date of 2/10/2001. Request has been made to clarify info with complainant. No response to date. As there was no product and inaccurate lot number provided, no detailed investigation can be performed